Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa and the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure for an aortic stent. Eight prostyle devices were used, four in the rcfa and four in the lcfa. Reportedly, the whole suture come out of the artery with the knot intact during pre-placement. The same problem was observed with all eight prostyle devices. The sheath was upsized to 16f and the aortic stent procedure was completed. A prostar device was used at each access site to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.